Event description:
Customer reported a previous low blood glucose event with a lowest level of 40 mg/dl. The customer took corrective action by consuming carbohydrates. Reportedly, the customer would speak with their doctor regarding diabetes management.